Event description:
Straight shots--intermittently shooting straight shots, j-hooks, or incomplete q's. Found during test fire.

Manufacturer narrative:
The subject product is in the process of being evaluated. A follow up report will be submitted when evaluation is completed.